Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a valve repair procedure it was discovered the patients right ventricular (rv) lead was damaged due to sub-clavian crush, and exhibited high and unstable thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.